Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that balloon burst occurred at 8 atmospheres for 15 seconds upon first inflation. The device was removed successfully, and the procedure was completed with another wolverine balloon. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that balloon burst occurred at 8 atmospheres for 15 seconds upon first inflation. The device was removed successfully, and the procedure was completed with another wolverine balloon. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The following attributes were examined: a visual/tactile inspection revealed that a visual and tactile examination identified multiple kinking along the length of the hypotube. No kinks or damages were identified shaft polymer extrusion. A visual examination of the balloon identified no damages. Microscopic analysis revealed that no issues identified during examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified a longitudinal tear in the balloon. The tear was located approximately 2mm distal from the proximal marker band and the tear extended distally for a total length of 3mm. No issues were noted with the balloon material which could potentially have contributed to the tear. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal marker bands identified no damage.